Event description:
The customer contact reported that the pump was returned to the biomedical department from the ICU department with a note stating "total volume delivered remained 21 after bolus given. Later total volume delivered increased to 20 when no bolus given at all." No specific programming parameters, patient information or event details were provided. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.